Manufacturer narrative:
Initial insp of the device revealed that the issue may potentially be related to the electronic board in the x-ray batteries charging module. A RMA was issued for the inverter battery chargers of the sys. The parts have not been returned to the MFR for eval.

Event description:
A surgeon reported that it was not possible to perform 2d fluoro images with the o-arm imaging sys while cement was being injected into the vertebra during a vertebroplasty procedure. As a result, it was not possible to monitor (intra-operative) any potential cement leakage out of the vertebral body, however, 3d image acquisition was available (post-operative) and was utilized to confirm accurate cement placement. The pt did not have any neurological deficiencies, and there were no add'l surgeries required.

Manufacturer narrative:
The battery chargers were replaced in the system and this resolved the issue. System is now fully functional.

Manufacturer narrative:
The medtronic engineer found during the failure analysis that they were able to replicate the issue. On both boards they found components on the electrical boards shorted and damaged. The engineer reported: found out that l1f, c10f was burned. C10g is damaged. Failed charger f output test procedure. Failed charger e output test procedure. Found out that d10e was burned and shorted. Removed d10e and passed on retest.